Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) turned off while monitoring a patient. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) turned off while monitoring a patient. No patient harm reported.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) powered off while monitoring a patient. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) powered off while monitoring a patient. No patient harm reported. The customer sent the unit in for an exchange. Service requested exchange. Service performed: evaluation / repair: on 01/14/2022, the unit was cleaned and decontaminated by nihon kohden america repair center (nka rc). Upon rc evaluation, the reported problem was duplicated. The failure of the power board was noticed along with damage to the front and rear enclosures. The lcd display was noted to have dead pixels. All malfunctioning parts were recognized and replaced, which resolved the issue. Investigation summary: as per nka rc evaluation the root cause of the issue was determined to be failure of the power board due to physical damage. Since the issue was caused due to physical damage sustained to the device and not a device malfunction, the reported issue does not require further investigation through CAPA process.